Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a minor liquid damage on the bottom of the row board for drawer 2.2, causing it to malfunction, though the damage had not spread beyond that drawer. A field service engineer (fse) replaced the row board to resolve the issue. Further the fse ran hardware test application (hta) and had the customer recover the two pockets that were failed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was not opening and failed to recover. The user performed the storage recovery space process, which failed. The device was then rebooted, and the storage recovery space was attempted again, but it continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.